Event description:
During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil despite torquing of the pushwire and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The pipeline was returned for evaluation fully opened with damaged braids, but without the pushwire as it was discarded. The evaluation could not determine the cause of the event.(B)(4).